Event description:
The sales rep reported that during a knee procedure using a vapr s90 electrode and a vapr vue generator, whenever the coag was used, there was snowy interference on the patient monitor. The surgeon completed the procedure using the device with no patient consequences. The sales rep stated that following the procedure, they tried to see what was causing the interference, and while wiggling the connector of the s90 electrode complaint device, the interference went away. The complaint device electrode was discarded by the customer while the sales rep was out of the room. The sales rep stated since that procedure, there have been vapr s90 and ct90 electrodes used with the same generator in cases and there have been no problems.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.